Event description:
It was reported the device administering chemo exhibited a leak. Device was unable to be stopped or turned off. The batteries were removed, alarm sounded. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a leaking pump is the cassette or the tubing connection; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.